Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "a needle was placed into the internal jugular vein. The wire was then advanced through the needle. There was resistance to advancement of the wire. On retraction of the wire, there was resistance and when the wire exited the needle, the outer layer of the wire appeared to have come undone. The jugular vein was examined under ultrasound and a fragment of wire appeared to be lodged in the jugular vein. The child was taken to the cath lab and the tip of the wire was retrieved under radiological guidance. The fragment is shown below. It appeared to consist of a small part of the central core wire attached to a longer part of the outer wire." The patient has recovered uneventfully with no other consequences.

Manufacturer narrative:
(B)(4). The customer provided two images for analysis. Visual analysis revealed that the guide wire was unraveled and separated at the distal end. Signs of use were also visible on the guide wire surface. The customer also returned one guide wire for analysis. The guide wire matches the sample shown in the customer image. The needle involved with the complaint was not returned. No obvious signs of use were observed on the returned sample. Visual examination revealed the guide wire is unraveled from the distal end and has multiple kinks/bends across the body. A small section of the coil wire and distal weld was separated from the coil and core wires. The j-bend of the core wire was protruding out of the coil wire and was misshapen but intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. Both welds appeared full and spherical. A full visual analysis could not be performed on the needle involved with the complaint as it was not returned. The major kinks in the guide wire body were measured 35mm and 103mm from the proximal weld. The long continuous bend measured 250mm-315mm from the proximal weld. The core wire from the proximal weld to the point of separation on the core wire measured 17 7/8", which is within the specification of 17 11/16"-18 1/16" per guide wire product drawing. Therefore, no pieces of the core wire appear to be missing. The outside diameter of the undamaged portion of the guide wire measured 0.0175", which is within the specification limits of 0.0170"-0.0180" per the guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and needle, and no relevant findings were identified to suggest a manufacturing issue. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report that of a separated guide wire was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of manufacturing related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event; however, the probable cause of guide wire and needle resistance could not be determined based upon the information provided and without the needle being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "a needle was placed into the internal jugular vein. The wire was then advanced through the needle. There was resistance to advancement of the wire. On retraction of the wire, there was resistance and when the wire exited the needle, the outer layer of the wire appeared to have come undone. The jugular vein was examined under ultrasound and a fragment of wire appeared to be lodged in the jugular vein. The child was taken to the cath lab and the tip of the wire was retrieved under radiological guidance. The fragment is shown below. It appeared to consist of a small part of the central core wire attached to a longer part of the outer wire." The patient has recovered uneventfully with no other consequences.